Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated with the programmer. Additionally the device could not be felt under the incision. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.